Manufacturer narrative:
No general problem has been detected for the installed base which requires an immediate action. Siemens is conducting an investigation of the reported event. A supplemental MDR will submitted if additional information becomes available. 4755 - foot board.

Event description:
Siemens became aware of an incident that occurred while operating the luminos agile system. During an examination, while the patient was standing on the foot board, it detached from the table causing the patient to fall. As a result, the patient received two skin lacerations on the right arm and complained of some soreness in the buttocks region. The wounds were cleaned up and treated with bandages. The patient declined further x-ray- or other examination.

Manufacturer narrative:
E1: (B)(6). D4: UDI gtin was not available due to the age of the system; therefore, the UDI was not reported. H3, h6: siemens healthineers completed the detailed investigation of the reported issue. The investigation at customer site by the service technician did not show any defects at the table or the footrest. Burrs on the tabletop latches were detected and removed as described in the maintenance instruction. A wear-related enlargement of the detent on the tabletop only increases the play of the footrest when it is engaged. However, this has no impact on the safety mechanism of the footrest attachment. As part of the investigation at customer site the service technician also checked and attached the complained footrest. It could be attached properly and safely without any issues. No mechanical problems could be determined. According to the information from the medical personnel, the footrest was presumably not latched in completely before the patient was loaded. If the footrest is not properly secured, it may come loose, causing the footrest to fall off when, for example, the system is tilted, or the patient is changed. In general, it is recommended to check the footrest again before each use to ensure it is properly attached. The correct attachment and use of the footrest is described in the system user manual chapter ¿accessories and auxiliary devices¿ on page 73-75 ¿ footrest. To further improve the understanding of how to use the footrest, the description in the operator manual has been updated. The improved operator manual is available since cw 03/2023. For the installed base, an addendum for the improved understanding of the handling of the footrest has been released with recall ui xp051/22/s, res# 91383. This customer received the addendum in january 2023. The complaint has been closed without further action.